Manufacturer narrative:
Other applicable components are: product ID: 3889-28, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) and lead were damaged. It was unknown if any factors led to the event. Impedances measured were out of range. The ins and lead were changed and the issue was noted as resolved. No symptoms were reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.